Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that surgeon re adjusted patients' glenoid sphere in patients' left total shoulder. While performing the adjustment, the surgeon decided to revise the poly liner to create more stability in the joint. The procedure was completed successfully. The rep reports that he will provide the surgeons' op notes and other relevant information when it becomes available from the hospital.

Manufacturer narrative:
Evaluation revealed the glenosphere and the humeral insert to be the primary products. No further associated products were reported. A physical examination could not be carried out as the items were not received for evaluation (hospital policy). A review of the device history records revealed no deviation in the manufacturing process. The items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a patient had been treated with a reunion rsa on (B)(6) 2017. On (B)(6) 2017 the patient had to be revised as the glenosphere was not fully seated on the baseplate. The available information, medical records and x-ray were forwarded to a consultant hcp for review: in (B)(6) 2017 the patient underwent reverse total shoulder arthroplasty for failed internal fixation of a comminuted proximal humeral fracture. No details were available related to this procedure however at her follow-up visit on (B)(6) 2017 the surgeon noted that the glenosphere was not fully seated on the baseplate. The patient was asymptomatic. The construct appeared stable however the surgeon felt but this could be problematic in the future and after discussion with patient the decision was reached to revise the implant. At time of surgery the glenosphere/ baseplate construct was stable, but malpositioned. Upon disassembly of the glenosphere from the baseplate no obvious damage was seen to either implant and initial implants were reassembled in proper position. A thicker humeral insert was utilized to improve stability. The primary harm involved is malpositioning of the glenosphere on to the glenoid baseplate. The ap xray of the left reverse tsa demonstrates incomplete seating of the glenosphere. The glenosphere is seen to canted in an inferiorly tilted position. Repositioning the glenosphere decreased the offset of the shoulder construct increasing soft tissue laxity. This necessitated the use of a thicker humeral insert. No defect in the implant or its manufacture was identified with available information a deficiency of the devices could not be verified. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products.

Event description:
It was reported that surgeon re adjusted patients' glenoid sphere in patients' left total shoulder. While performing the adjustment, the surgeon decided to revise the poly liner to create more stability in the joint. The procedure was completed successfully. The rep reports that he will provide the surgeons' op notes and other relevant information when it becomes available from the hospital.